Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary. As reported, a hair was observed inside the primary packaging of a safe-t-j amplatz extra-stiff support wire guide. There was no patient involvement. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Photos provided by the user show a hair-like fiber within the device packaging. A document-based investigation evaluation was performed. One relevant nonconformance was recorded; the affected device was properly dispositioned. There have been no other reported complaints for this lot number. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which state, ¿supplied sterilized by ethylene oxide gas in peel-open packages. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿. Based on the available information, cook has concluded that a manufacturing/quality control deficiency contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) #: k171764. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a hair was observed inside the primary packaging of a safe-t-j amplatz extra-stiff support wire guide. There was no patient involvement.